Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in hospital due to hypoglycemia as well as hyperglycemia. The customer blood glucose level was 20 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer was treated with food for low blood glucose level. Customer's outcome pertaining to the complaint. The device will be returned for analysis.